Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
Pt implanted on (B)(6) 2012 with uss vas 1 product on (B)(6) 2012 developed an infection on an unknown date. Pt was returned to operating room on (B)(6) 2012 for hardware removal of l3 to s1. Re-instrumentation of l4 and s1 with autologous bone was completed. This is 4 of 6 reports for this event.